Event description:
Covidien (B) (4) received a report of an n-560 with the customer reporting that while in use on a pt at home, the n-560 did not make an alarm sound when the pulse rate violated the lower limit setting. Customer is reporting that when the pt's mother saw the child, she found value "28bpm" (beats per minute) was on the monitor; she checked and found out that the child became cyanosed; she picked up the child, then spo2 became lower; the unit started making alarm sound for spo2. Lower alarm settings were: bpm 40, spo2 85%. The customer used the unit with initial settings. The pt was sent to the hospital and was in stable condition.

Manufacturer narrative:
Covidien (B) (4) performed functional testing of the unit with an spo2 simulator for spo2 and pulse rate for 24 hours resulting in spo2, 80-90%; pulse rate, 30-50 bpm. The n560 alarm setting is spo2 85/100, pulse rate 40/170. The spo2 alarm functioned as intended when spo2 exceeded limit alarm settings, and the spo2 alarm stopped when spo2 came back within limit alarm settings. The reported failure was not confirmed. Covidien (B) (4) performed a trend memory download. The spo2 are set with a low limit of 85% and an upper limit of 100%. The bpm low limit setting is 40 and the upper limit setting is 170. An analysis of the trend memory download was performed by covidien technical support supervisor, (B) (4), rn, msn, rrt, rcp, senior clinical specialist, that indicates the spo2 was in an alarm condition for one minute and 20 seconds prior to the beats per minute (bpm) entering an alarm condition. There was a rapid onset of the desaturation followed by the decrease in pulse rate; characteristics of an acute event. From the data info available, the monitor performed as designed.